Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 13:03:57. During night drain cycle four, the patient's ultrafiltration reading was 1074ml, indicating the home patient (hp) drained 1074ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was an unexpected high ultra filtration (uf) compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.